Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, after adding a stylus, there was a large misalignment between the stylus and the pointer on the screen, the touchscreen was out of specification and was replaced. It was also noted that the display cover was missing, the paper tray was missing, there were errors in the software updates and a button was missing from the bezel. (B)(4).

Event description:
It was reported that the touchscreen was faulty. The programmer was returned to the manufacturer for servicing. There was no patient involvement.